Event description:
It was reported that the patient received an inappropriate therapy. It was observed there was lead insulation damage and low pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).